Manufacturer narrative:
Additional information received: the endoleak was confirmed as a type ib endoleak that was successfully repaired with extension of the 24 limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 12 years post the index procedure, during a CT scan for a different reason an incidental finding of an endoleak was identified with common iliac artery enlargement. The patient was reported to be asymptomatic at the time of the finding. Intervention was performed where a limb extension (16-24-93) was implanted with an excellent result. The physician attributed the finding to anatomy with disease progression over a 12-year period. No additional clinical sequelae were reported and the patient is fine.